Manufacturer narrative:
(B)(4). The incident sample was received for evaluation. Examination of the returned sample confirmed the termination cover was folded over and not fully covering the foil tab. The root cause was identified as an assembly error. No trend has been identified.

Manufacturer narrative:
(B)(4). The incident sample was not received for evaluation. However, a photograph of the device was provided by the site. Visual examination of the photograph confirmed the termination cover was misaligned, exposing one of the contacts. The root cause was identified as an assembly error. No trend has been identified.

Event description:
The customer reported the plate has an uninsulated side. No patient injury was reported.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.